Manufacturer narrative:
Updated data: a. Patient information b5. A second paragraph was added. Additional codes. An annex f code was added. Corrected data: d. Full UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, double density was observed during fluoroscopy check, which did not go past the 4th node. Subsequently, an infold occurred at 80% on the first deployment attempt at a target implant depth of 3-5 millimeter¿s (mm). The valve was recaptured. The valve was redeployed and at 80% deployment, the valve was constrained and an infold was observed. The valve was recaptured, and the system was withdrawn from the patient. A new valve and dcs were used to complete the procedure. No patient complications have been reported as result of this event. Additional information was received to clarify "double density" referred to a crown overlap within the valve frame. A procedure delay occurred as result of switching out the system with a new one.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: (B)(6); product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, double density was observed during fluoroscopy check, which did not go past the 4th node. Subsequently, an infold occurred at 80% on the first deployment attempt at a target implant depth of 3-5 millimeter¿s (mm). The valve was recaptured. The valve was redeployed and at 80% deployment, the valve was constrained and an infold was observed. The valve was recaptured, and the system was withdrawn from the patient. A new valve and dcs were used to complete the procedure. No patient complications have been reported as result of this event.